Manufacturer narrative:
(B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the packaging of the unspecified bd¿ syringe was damaged and indented with small marks. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I wanted to report an issue with the packaging of 20ml syringes. Noted clear plastic packaging on sterile syringe was intendented significantly with small marks that appear to be from manufacturing. These were deep enough to suspect the syringe sterility was compromised. Other syringes were inspected and indents were sometimes seen but usually not as deep as those on the two concerning syringes."